Event description:
It was reported to medtronic neurosurgery that after the surgery, the doctor tried to regulate the performance level, but found csf could not be shunted.

Manufacturer narrative:
The valve was patent and passed siphon testing, however, it did not meet the requirements for reflux testing. The device also did not meet the requirements for leak testing due to two pinholes in the top of the reservoir dome. It is unk how or when this damage occurred. The valve met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg record showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.